Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting was declined since the customer did not have time. However, he did note that a new battery and a new battery cap did not resolve the failed battery test issue. The insulin pump was not returned for analysis at this time.